Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: a review of the pump¿s black box showed evidence of cs 054/cs 052 slave communication alarms on (B)(6) 2018. During testing, the battery compartment and cap were found to be undamaged and the cap able to fit securely. The pump ez-prime¿ steps were performed correctly with no cs 054/cs 052 or other warnings occurred during the investigation. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.